Event description:
It was reported that the customer is having aching issues 15-weeks post knee replacement. Patient is in constant pain.

Manufacturer narrative:
No specific device information was provided. The patient reported an unknown stryker knee. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The following other devices were added to this report after submission of the of initial emdr report: tri ts baseplate size 7; cat# 5521-b-700; lot# ioos. Triathlon cr fem comp #6 r-cem; cat# 5510f602; lot# ec4ha. Triathlon symmetric x3 patella; cat# 5550-g-360; lot# pa35. Simplex hv with gentamicin us 1 pack; cat# 6195-1-001; lot# 329ba878eu. An event regarding pain involving a triathlon insert component was reported. The event was not confirmed. Method and results: the reported device was not returned, as it remains implanted. A review by a clinical consultant indicated that there is no confirmation of the complaints noted in the event description and no follow-up after (B)(6) 2015 to rule out infection or the course of the treatment for cellulitis. There is no evidence this clinical situation is related to factors of faulty component design, manufacturing or materials.. Device history records indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event regarding pain could not be determined from on the information provided. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possibe at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the customer is having aching issues 15-weeks post knee replacement. Patient is in constant pain.